Event description:
The customer reported the system displayed a generator error code message. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified nor duplicated. However, the monoblock controller, fluoro functions board, and motherboard were cleaned and reassembled. The system was found to be operating as intended.